Manufacturer narrative:
Reporter first name: (B)(6). Reporting address state: (B)(6).

Event description:
It was reported that the ventilators valve connected from the ventilator to the wall oxygen connection vent, the end block does not connect properly and there was a leak. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the o2 tube replacement. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.